Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was not able to advance through the right external iliac artery. It was noted that according to the pre-implant computed tomography measurements, the patient was suitable for a size 34 fx system; however, the peripheral vessels were very calcified. The system was withdrawn and exchanged for a different model using the smaller profile dcs. The evolut r was able to advance through the 20fr sheath and was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the dcs was received with a valve loaded within the capsule and the capsule partially opened. The end cap/screw gear snap fit were connected. Upon visual inspection, there was a bend to the stability shaft and a slight bend visible to the capsule with scratches and damage visible to the capsule surface material. Delamination was observed over the nitinol reinforcing frame along the capsule. Seven nitinol crowns were observed protruding through the polymer material at the distal end of the capsule where a bump was visible to the capsule. The handle and the tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. During performance testing, on retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: procedural images were provided for review. Imaging shows that the delivery catheter system did not advance past the right external iliac artery. Further imaging shows that a 34mm evolut r delivery catheter system was successfully used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.